Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at the customer site and found fluid ingress on the start-up kit (suk) airtrap sensor. This observed issue can cause or contribute to the report of the console not able to detect the airtrap. The suk airtrap sensor was cleaned and dried. The console was functionally tested and passed all final testing criteria operating as expected without any issue observed. Historical complaints were reviewed for service information related to the reported complaint and ccr (B)(4) was reported on (B)(6) 2017 for the thermogard console with serial number (B)(4) for the same issue of the console not able to detect the airtrap due to fluid ingress in the airtrap sensor.

Event description:
An interruption was observed on the thermogard console (sn (B)(4)) during patient use due to an observed leak on the start-up kit (lot 74340). The reporter noted that this issue disrupted the functionality of the airtrap detection circuits (the console was unable to detect the airtrap); however, the user was unable to specify if the console exhibited an alarm. The user exchanged to another console to complete the ivtm treatment. No known impact or patient consequence was reported.